Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system is not turning on. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. Upon follow-up the customer confirmed that device is in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system will not turn on. It is unknown if the device was in clinical use at the time of the event. No patient harm was reported.